Event description:
It was reported that a peritoneal dialysis (pd) pt experienced a myocardial infarction. Follow-up with the pd nurse indicated the pt underwent bypass surgery and heart valve repair. Medical records were requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.